Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that the ins had been removed because it didn't work for her and the doctor decided to have a pain pump implanted instead. The patient did not remember the date of explant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that there was no change in activity level or programming that led to the implant not working. The steps taken to resolve the implant not working was increased oral medications temporarily until the removal of the device and replacement could be scheduled for (B)(6) 2013.